Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient had a return of symptom. The patient claims the device changed to a different group a to b without him using the remote. The b group amplitude was set to zero and pain returned. He thinks his programmer is malfunctioning. The patient was programmed on (B)(6) 2018 at the doctor's office. The rep added a new program on group b and c. The rep does not believe group b had an intensity programmed. On (B)(6) 2018 after hearing about the incident the rep had the patient remove the battery from the controller wait 30 seconds then put the battery pack into the controller. He mentioned having an issue recharging over the weekend where the screen on the controller read it could not find the device while he was recharging. So the rep had the patient remove the battery and put back into the controller on (B)(6) 2018. According to the patient, the device changed from group a to group b without him doing it. The device was on the table and felt loss of therapy. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the recharging issues, the patient¿s groups changing on its own, and the controller malfunctioning was not determined. The manufacturer representative had the patient remove the lithium battery from the controller and re-insert it, which seemed to have resolved the issues. No further complications were reported or anticipated.